Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia and metrorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and metrorrhagia to be related to essure. The reporter commented: on (B)(6) 2013: essure confirmation test: result: bilateral occlusion. She received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: essure confirmation test: result: bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia and metrorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and metrorrhagia to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and migration. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.